Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified limb vessel. After a guidewire was crossed the lesion, a 5.0 x 40, 75 cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8atm for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.